Manufacturer narrative:
Siemens healthineers completed the detailed investigation of the reported issue. It was initially communicated that the tabletop of the luminos drf kept moving and stopped at the mechanical end stop. Furthermore, if the system was erected (tilted to vertical position) it would be possible that the table could hit the floor. The analysis of the log files confirmed several error and warning messages, but also showed that the collision calculation was working properly. However, the described problems could not be found in the log files. The provided picture of the room configuration parameters did not indicate any abnormal or default values. The investigations and internal tests of the complaint part tableside control luminos drf (10408854) did not show any malfunction. Only at the back side traces of dried fluids were found. Based on the investigation results the most probable cause for unintended table and tube movements would be that migrated fluids generated a short circuit which led to an unintended movement. The service organization replaced the table longitudinal potentiometer r160 and the tableside control at customer site. It was confirmed that the system is fully functional since then without further occurrences. Siemens healthineers internal post market surveillance does not indicate a general problem with both spare parts. The complaint has been closed.

Manufacturer narrative:
H11 corrected data: d4: UDI number was reported in correct format per FDA request. H11 corrected data: d4: UDI number was reported in correct format per FDA request.

Manufacturer narrative:
The reporting facility phone number is (B)(6). H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: the issue was resolved by replacing the tableside control module and tabletop longitudinal potentiometer at the affected site. No general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the cause for the unintended movement was determined to be a defective table side control module and the tabletop longitudinal potentiometer. What caused a potential maladjustment of the potentiometer is currently under investigation. There have been no further issues with the system since these parts were replaced. The investigation is ongoing. Siemens healthineers will submit a supplemental report if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers was made aware of movement issue associated with the axiom luminos drf system table. It was stated by the user that intermittently when they released the movement buttons the system would continue to move. When tilting the table from 0 to 90 degrees the table would move all the way to the floor. No injury was communicated in this case. In worst case scenario the issue might lead to a minor to serious injury if a part of a person¿s body is located between the table and floor if the unexpected table movement were to recur.